Event description:
Same case as MDR ID# 2134265-2015-00745. It was reported that stent damage occurred. A 4.00 x 32 synergy¿ stent was selected for use to treat the target lesion. When the protector was removed, the physician noted that the stent was extended. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds); was returned for analysis. Stent profile: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the distal tip of the device. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. A snap gauge was used to measure the crimped stent outer diameter at the undamaged proximal portion; 0.0465". Based on the analysis and the type of damage evident; it may be possible that the damage occurred during the preparation and handling of the device following removal of the stent protector, however this cannot be confirmed. Tip profile: the bumper tip of the device showed no signs of damage. Balloon profile: the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. Hypotube profile: a visual and tactile examination found no issues with the hypotube shaft profile. Shaft polymer extrusion profile: a visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).